Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient's home monitoring equipment detected a high out of range pacing impedance for this patient's right ventricular (rv) lead. A surgical procedure to revise the lead was done and it was noted that the setscrews in the device might not have been tight at implant. The setscrews were tightened, and impedances were normal. The lead remains implanted. To date, no additional adverse patient effects have been reported. Oor sli detected on latitude. Patient brought in sli oor in all vectors. Pocket opened tug test was negative, however set screws were retracted and re-tighten and all number with normal. (B)(6). No patient symptoms